Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's pacemaker was activated on (B)(6) 2018, and afterwards the patient experienced gait disturbances. The progressive gait disturbance eventually resulted in the inability to walk. The patient was hospitalized as a result. The patient's pacemaker output was reduced to 1.0 v on (B)(6) 2018 which resolved the symptoms. The event was resolved at the time of the report. It was noted that there were no external or environmental factors that led to the event. On 2018-08-17 email (rep, for) additional information was received from a manufacturing representative. It was clarified that the pacemaker was the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that on (B)(6) the patient's stimulation parameters were changed and it led to a good general status of the patient, and significantly less gait disturbances.